Event description:
A consumer reported that after having an intraocular lens (iol) implanted in his right eye, he has blurry, whitewashed vision interfering with his computer work. He had minimal posterior capsular haze and a yag laser capsulotomy, but it did not improve the vision. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).